Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant when the lead was connected to the pacemaker it shifted and the "lead's parameter was not good". The lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.